Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 2000mcg/ml fentanyl at 1000.4 mcg/day, 20mg/ml bupivacaine at 10.004mg/day, and 2mg/ml morphine at 1.0004mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had increased pain and multiple volume discrepancies were noted in the logs. On (B)(6) 2019 they expected 8.9 ml and pulled back 17ml, on (B)(6) 2019 they expected 3.9ml and got back 12.5 ml, on (B)(6) 2019 they expected 6.5ml and got 13ml, and on an unknown date they expected 6.5ml and got 13ml. A dye study was done on (B)(6) 2019 and it was normal. There were no interventions taken at the time of the report. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#( B)(4) implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the volume discrepancies was unknown. It was reported that it was possible that surgery would be done to resolve the issue. At this time the issue was not resolved. No further complications were reported.